Event description:
It was reported that the patient's ventricular assist device (vad) had a high pitched beep that lasted for 5 seconds. There were no alarms on their system controller at the time of the event. The log files were reviewed and the equipment appeared to have functioned as intended. There was one event from (B)(6) 2022 at 13:47 where a self-test appeared to have been initiated and the silence alarm button had been pressed several times during this event. The patient also noted that they felt hypertensive.

Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight; however this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). There were no notable alarms active in the log file. Multiple good faith efforts were sent regarding if it was confirmed that the beeping was due to the self-test, and if it can be confirmed that the silence alarm button was pressed several times while the patient was sleeping. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: hsc-108185) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook, under section ¿how your pump works-the system controller self-test¿ and heartmate 3 instructions for use under section 2 ¿system operations-performing a system controller self-test¿ explain how to perform a self-test. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.